Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: due to recall, fluid behind, rash, sleep interrupted, hair loss and numbness in back.

Event description:
Patient reported an unknown side implant removal due to recall, fluid behind and rash. Patient also reported sleep interrupted, hair loss and numbness in back; these events are not device related. Device has been explanted.